Event description:
On (B)(6) 2010, a home patient (hp) contacted baxter's technical service representative (tsr) to report feeling overfilled during the first dwell cycle of therapy. The tsr had the hp stop the dwell and begin a manual drain. The tsr reviewed the programming and performed trouble shooting methods. This report did not meet overfill criteria and is not considered an overfill event. The hp experienced nausea, vomiting and abdominal discomfort along with shortness of breath and a cold sweat. The tsr advised the hp to call 911 or go to the emergency room and assisted with an emergency disconnect from the homechoice device. The following additional information was received from the home patient's nurse on (B)(4) 2010: the patient was diagnosed and treated for peritonitis when he went to the emergency room. He was not treated or diagnosed with overfill. The nurse did not have any additional information regarding the peritonitis because she did not have the patient's chart. The nurse did state that the patient is doing fine.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during the dwell 3. The caregiver (cg) stated a supply bag fell to the floor and disconnected. Product surveillance obtained additional information from the hp's relative. The hp's relative stated a supply bag fell during therapy. The hp's relative indicated the bag was not properly placed on the table and fell while it was still somewhat full. No patient injury or medical intervention was reported. The sample was discarded. The peritoneal dialysis nurse was notified. The no additional information provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.